Event description:
It was reported that the patient experienced inadequate stimulation and a return of their pre-existing pain. The patient underwent a revision procedure in which the physician confirmed through visual inspection that the spinal cord stimulation (scs) lead was fractured. The fractured lead was explanted and replaced with a new lead. The explanted lead will not be returned as it was retained by the customer. The serial-lot number of the lead along with the implant date of the lead cannot be obtained despite good faith efforts, as the physician does not have the resources or personnel to collect this information. The patient has fully recovered.